Event description:
During preparation the dsb detachable silicone balloon ruptured while testing for leaks. The physician used another and the procedure was completed successfully. No complication was reported with the pt.